Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst noted that visual inspection of the lead shows lead completely fractured. Concomitant medical products: 693158 lead, implanted: (B)(6) 2007 and d314drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were prophylactically replaced. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.